Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer indicates a keyboard error during boot up due to a problem on the main processor unit (mpu) board. It was also noted that a system error had occurred in the past, the programmer had a slow boot time, the cooling fan was intermittently noisy, and the power cord bay was damaged. (B)(4): analysis found that the radiofrequency (rf) head had no telemetry with the programmer when interrogating a pacemaker, this was due to an out of specification cable.

Event description:
The programmer was returned to the company service department for repair and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.